Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tsw35 was fired four times and would not open to allow more reloads. There is no other info available at this time. The rep will call back with the add'l info. 4/5/1998 the rep reported back with the info that after the fourth firing the instrument "locked". The surgeon rapped on the release button several times, it did open. Another tsw35 was opened to complete the case. There was no consequence to the pt.